Manufacturer narrative:
MDR filed 5 days late due to oversight by the quality personnel while processing this event through the complaint handling process flow.

Event description:
A screw was implanted in a patient on (B)(6) 2020. The screw broke some time post op. It was removed in a second surgery on (B)(6) 2021. The broken screw was causing the patient issues.